Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the back of the instrument. The power was turned off and the instrument's power source was unplugged. There were no injuries or illnesses sustained by the laboratory staff due to the smoke emitted from the back of the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse replaced the power supply. The cause of the smoke emitting from the back of the advia centaur xp instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.